Event description:
It was reported in a service report that a cot dropped, causing an injury to an emt of broken ribs. No adverse consequences alleged to the patient.

Manufacturer narrative:
The cot was examined and found to be 6 years beyond is expected product life. The cot has been removed from service permanently per the customer and the stryker service technician.